Event description:
Account alleged that the head section drifts down with a pt in the bed. Account alleged that a pt was in the bed and alleged that the bed was being used in a regular pt room.

Manufacturer narrative:
Account replaced the head brake assembly to resolve the alleged problem with the head section of the bed drifting down.